Manufacturer narrative:
The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that during attempt to implant the stents from a trabecular microbypass stent system, the second stent appeared to have moved intraoperatively from the implant site. The surgeon was unable to confirm if the dislodged stent was removed from the operative eye. The report noted that a back-up device was used to complete the procedure. Additional information is being requested.

Manufacturer narrative:
The additional information received through follow-up was reassessed for reportability criteria; and concluded that the reported event no longer meets the statutory definition of a medical device reportable event. Based on the clarification received, glaukos no longer considers this report as a reportable event. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported that the stent was deeply implanted in the trabecular meshwork (tm), contrary to the initial report of the stent being misplaced (dislodged/malpositioned). The report noted the event was due to surgical technique.